Manufacturer narrative:
Returned device was received in good physical condition. Evidence of reported problem in event log was found. During the evaluation of the device, analysts were unable to duplicate the reported issue. However, there were noted issues with the downstream and upstream occlusion sensor. The upstream and downstream sensors were found to be causing an issue but not specifically the one that was reported. Therefore, the original issue could not be confirmed but these sensors did cause a fault in the system. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event.

Event description:
Information was received stating device alarming "low flow." No patient adverse effects reported.